Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation requires.

Event description:
It was reported that during a surgical procedure involving the skull, the drill began heating up. The procedure was completed, without a clinically-relevant delay. There was no patient or user injury reported, and no adverse consequences alleged with this event.